Manufacturer narrative:
(B)(4). This complaint is for a report of the patient disconnecting and not capping the patient line cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause was undetermined. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a caregiver that was requesting assistance to end therapy early, this problem occurred during drain 3 of 5. The technical service representative (tsr) assisted the home patient (hp) as the hp disconnected and did not cap the patient line. This is a reportable event. No patient injury or medical intervention was reported. Product surveillance contacted the caregiver on (B)(6) 2010. The caregiver stated the following: during drain 3 of 5 the patient disconnected to use the restroom and did not cap the line. Upon returning they contacted the nurse and the nurse advised them to end therapy and not reconnect. The patient did not reconnect after disconnecting and they did not complete therapy. The nurse was aware of the missed therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.